Event description:
The customer reported that the 9900 system had a communication error. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The plug connections were checked, the contact was cleaned, and the voltage was adjusted. The system was tested and operates as intended.